Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. The device had partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, missing end cap sticker, and address/serial number label damaged. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and it won't clear. Customer was giving a bolus so she can eat. Customer's blood glucose was 135 mg/dl. Customer said she was at the pool and had the device on his side on her bathing suit. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.